Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings:. During investigation, there was evidence of moisture corrosion is observed on the display screen inside the pump. Leak test failed due a battery compartment leak. Unable to verify steps (30) and to adequately investigate reported ¿short battery life¿ complaint. The pump¿s cover was removed, further moisture corrosion was found to the motor circuit, to the ir port, and to the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.